Event description:
It was reported that an implantable neurostimulator was associated with a perceived stimulation intensity increase as the battery approached approximately 20% life remaining. The patient contacted the physician to ask if it was normal for stimulation intensity to increase under these circumstances. The patient was advised to decrease the stimulation intensity on the programs and reassess whether the issue resolved. The patient was reported to be alive with no injury, and the cause was unknown. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.